Event description:
A pt (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 2 ml of coaptite on (B)(6) 2011. The pt reported urinary retention on (B)(6) 2011. The pt was treated with foley catheterization on (B)(6) 2011. The retention resolved on (B)(6) 2011. The physician assessed the event as moderate in severity and device related.

Manufacturer narrative:
Additional device info: lot #: 1024083; exp date: 02/2014; MFR date: 02/2011. (B)(4). At the time of this report the retention had resolved. A review of the device history records indicates the reported lots #1022220 and #1024083 met all specs prior to release. No abnormalities were noted.